Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose levels of between 10.0 mmol/l and 20.0 mmol/l. The customer reported recurring motor error alarms from the insulin pump. Troubleshooting was done. The customer reported that the insulin pump was not exposed to any strong magnetic field. The customer reported that the insulin pump was not bumped or dropped. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.